Event description:
International affiliate filed a complaint for two expedium set screws and one mis cannulated polyaxial screw reporting that the screw and thread were damaged when the surgeon tried to reduce the olisthesis. Additional information revealed that the thread was torn from the screw or screws and the torn piece(s) of thread was removed from the patient. As it is not clear which screw or screws had torn threads, medwatch reports are being submitted for all three screw. See mfg medwatch report# 1526439-2013-30817 for the first set screw that was involved in this event. See mfg medwatch report# 1526439-2013-30820 for the mis cannulated polyaxial screw that was involved in this event.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned single inner setscrew noted that the threads had become torn from the device. Review of the device history record found no discrepancies were observed during the manufacturing process. A twelve month review of the complaint trend analysis for the single inner set screw revealed no emerging trends. Although the root cause of the torn threads cannot be positively determined, the damage is most likely indicative of inadvertent cross threading having occurred during setscrew tightening. No corrective action/preventive action (CAPA) is required at this time as there has been no issues identified in the manufacturing or release of these devices and there have been no systematic trends. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.